Manufacturer narrative:
This event was determined to be supplemental information to manufacturer report number 2916596-2025-08277. The final investigation conclusion will be submitted under 2916596-2025-08277.

Event description:
There was no patient impact due to the dampened waveforms. No troubleshooting was performed and no product was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the cardiomems sensor waveform became dampened shortly after left ventricular assist device(lvad) implant.